Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo and the distal conductor of the lead was extrinsically over-rotated. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. This device was included in the field action and returned product testing found the device did perform as described in the field action. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an elevated threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.